Event description:
It was reported that device contamination occurred. A 6f guidezilla catheter guide extension was selected for use. It was noted that device was contaminated. The procedure was completed with another of the same device. It was further reported that there was no device issue. Prior to the procedure, user handling resulted in the device becoming contaminated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device contamination occurred. A 6f guidezilla catheter guide extension was selected for use. It was noted that device was contaminated. The procedure was completed with another of the same device.